Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, additional information indicates that this explanted product was returned but no analysis was performed as reported allegations of infection with sepsis were known inherent risk of the device. The allegation was not confirmed.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The rv lead was explanted.